Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Reports of this nature are typically not considered to be reportable as there is no potential for clinical impact. The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to expired electrode pads being attached to the device. The pads were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "product expired" message.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault: 501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.